Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet and inset infusion set, prompting a guided cartridge change with rewind, new cartridge insertion, disconnection from the anchor site, fill tubing, reconnection, and cannula fill, with insulin therapy confirmed as resumed; the user suspected expired insulin and was advised to change the site if glucose did not improve and to assess for a bent cannula. Symptoms included elevated blood glucose and moderate ketones. Outcomes included continued monitoring at home without hospitalization. Investigation included remote troubleshooting and education on changing all supplies together, verifying insulin and infusion site integrity, and confirming system steps to restore delivery. Investigation of this case revealed no confirmed device malfunction and suggested possible infusion set or insulin integrity issues as potential contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.